Manufacturer narrative:
Block b3: exact date approximated, event occurred in 2001.

Event description:
It was reported that the patient was experiencing wound dehiscence and underwent an explant procedure. No further information has been obtained despite good faith efforts.